Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Age of device: 3 months, 7 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device on (B)(6) 2018. It was reported that patient was hospitalized on (B)(6) 2018 due suspected gastrointestinal (gi) bleeding. The patient¿s clinical signs/symptoms included anemia, hemoglobin level (of approximately of 6 g/dl) and guaiac positive stool test. At the time of the event, the patient was not on any anticoagulation therapy, but was taking oral iron and other home medications. Other medical management included discontinuation of sildenafil and a decrease amiodarone dosage. Coumadin was held upon admission and the patient was bridged back on heparin. The patient was also transfused with two (2) unit of packed red blood cells (prbcs). A gi service consultation was requested with no plan for an endoscopy given no other signs and symptoms of gib. It was reported that the gi bleeding resolved on (B)(6) 2018 and the patient was discharged. No further information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.